Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. (B)(4).

Event description:
The leads were returned with no information, analyzed and tested out of specification. Further review of the manufacturer's database revealed the leads had been inactivated eight years prior. No patient complications have been reported as a result of this event.